Event description:
It was reported that the device showed oversensing and that the lead integrity alert tripped. The alert did not show up in the (B)(4) despite alerting the clinic. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: no anomalies were found. Analysis determined that the lead integrity alert did trip, but for oversensing only. When the rv lia alert criteria are met, but no other lead-related alerts exist, then the events list does not display an alert event, which was the behavior, as designed, observed in this case.

Event description:
It was reported that the device showed oversensing and that the lead integrity alert tripped incorrectly. The alert did not show up in the carealert log despite alerting the clinic. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.